Event description:
On 6/17/24 a certified ilet trainer (cit) became aware that an ilet user experienced a low blood glucose (bg) event. The event occurred on 6/17/24. The cit reported the user attempted to change their supplies and inserted a new cartridge without rewinding the piston first. A beta bionics customer care agent contacted the user's daughter who indicated uncertainty whether the user was connected during the cartridge insertion. The user's blood glucose dropped to 71 mg/dl but was rising to 90 mg/dl at the time of the call. The user decided to stay disconnected from the ilet for 3-4 hours before reconnecting. On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported that the user's blood glucose levels dropped to 62 mg/dl, prompting a visit to the emergency room for treatment and observation. It was not reported what treatment, if any, was received by the user.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed mild hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow the instructions provided in training and in the user guide as well as the on-screen prompts during the cartridge change process, resulting in unintentional insulin delivery.